Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This event is associated with the study, participant 777-032. It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with mentor glow study gel devices on (B)(6) 2018 developed left breast implant malposition/displacement that was observed on (B)(6) 2018. The patient underwent capsulorrhaphy on (B)(6) 2018. The device remains implanted. No product issue, such as rupture, was reported. The principal investigator assessed this event as definitely related to the study device.